Event description:
During a pta/stenting treatment procedure in the right renal artery, the stent became trapped within the guide catheter. The physician pre dilated the lesion. The express stent was advanced through an 8 fr guide catheter along with an .014" guidewire. The stent became trapped at the distal end of the guide catheter. Additional information has been requested.